Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with a button error alarm on the insulin pump. Customer's blood glucose level was 263 mg/dl. Customer stated that she went to the gym and wrapped the pump with socks, but does not know what caused the alarm. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip.